Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. The device was returned to an olympus for evaluation after destructive sampling. A visual inspection was performed on the received condition. The test borescope was used to inspect the biopsy channel/biopsy port and no signs of foreign statins/substance/materials inside the channel walls were found. There were excessive scrape marks noted inside the biopsy channel walls. Additionally, there was no evidence also of foreign stains/objects/materials noted inside the suction channel, suction cylinder port, air/water cylinder port, bending section cover, bending section cover glue, cover body and elevator forceps raiser. There was slight/minor discoloration on the bending section cover glue/cement from the insertion tube side.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Both bacillus idriensis and metabacillus sediminilitoris are grampositive rod-shaped bacteria of environmental origin who share the ability to form spores. These species are not known to be common pathogenic agents in the realm of gastroenterology. No delays were observed during the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure and beginning of reprocessing. The endoscope did not show any deviations / non-conformities during visual inspection during the sampling process. During sampling, there was a protocol deviation. Scope was improperly connected to aer. Scope connections were resecured, scope reran, and then sampled. While none of these organisms are categorized as high concern, this sample¿s overall cfu count exceeded 100, deeming it action level. Based on the sponsor¿s literature research, neither bacillus idriensis nor metabacillus sediminilitoris have been described in literature as being associated to contamination or patient infection related to ercp. Due to their environmental nature and a lack of other associated organisms, it can be concluded that the observed contamination is not related to the patient use but may be attributed to the reprocessing and / or sampling environment. Based on the sponsor¿s literature research, neither bacillus idriensis nor metabacillus sediminilitoris have been described in literature as being associated to contamination or patient infection related to ercp. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a medivator dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) did not visit the facility to perform an observation of the reprocessing techniques as the last day of employment for the facility technician was on april 14, 2023. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for one-hundred and twenty (120) colony forming units (cfus). The following microorganisms were identified; bacillus idrenis and metabacillus sediminilitoris. One microorganism was unidentified. A spreader colony was observed. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.